Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: there was no evidence of physical damage on the keypad; all buttons responded to testing. Product analysis could not duplicate the initial complaint. Unrelated to the initial complaint, the display was found to be dim with red letters. The returned battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, it was reported to animas that unspecified keypad buttons were unresponsive. No additional information was available. There was no adverse event associated with this complaint.